Event description:
(B)(4). Event occurred in the united states. The patient reported he tried to disconnect at the quick release and it broke. In the investigation it was found that the cannula part had the lid not properly sealed on to the base part. No further information available.